Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had lcd broken and spots of ink. No further information provided.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the missing segments or partial display due to a cracked and bleeding lcd glass. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.